Event description:
It was reported that at the start of an infusion of pitocin using channel two, the free flowing of solution was observed very soon after the tubing was loaded in the pump and the pump door was closed. The pump was displaying a rate of 2 ml/hr at the time. The roller clamp on the tubing was then closed and the pump was removed from the pt. It was commented that the pt experienced a tetanic contraction initially, which subsided when the tubing was clamped off. No medical or surgical intervention was required.